Event description:
The customer stated that she tested her blood glucose using her breeze meter and received a reading of 270 mg/dl. She retested using another meter and received a reading of 133 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze system to be operating as designed. The customer used the last of her test strips while troubleshooting, so no product will be returned for evaluation. The customer accepted the offer to upgrade to a breeze2 meter. A new meter kit was sent to the customer.